Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: (B)(6) 2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a battery replacement procedure for a patient with a lead 977c290 specify surescan magnetic resonance imaging (MRI) 2x8, an impedance check was performed prior to and during the procedure. Contact number one was found to have a high impedance value greater than 40,000 on both occasions. The physician was informed of the high impedance value each time. No symptoms, complications, adverse events, or additional issues were reported. The patient was alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.